Event description:
It was reported that a patient underwent an acdf procedure at c5-6. Sometime post-operatively, the variable screws at the superior end of the construct broke. The broken screws were detected during a routine post-op office visit and could be seen on x-rays and MRI imaging. A revision surgery was performed to remove the screws, however, there were fragments that could not be retrieved and were left inside the patient, according to the report. Fusion occurred and was confirmed for the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis observations: two screws returned both broken and the tips are missing with "9.5 mm of each screw returned. Both of the screws show witness marks on the head indicating that they were tightened all the down. Neither of the hex heads show any sign of over-tightening. There does not appear to be any manufacturing issue with either screw. There does not appear to be any notching or defect at the fracture origin. The fracture surface of both screws has fatigue lines that lead to an eventual failure. Conclusion: visual, microscopic, and dimensional evaluation and observations are consistent with anticipated wear, due to cyclic fatigue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.